Event description:
It was reported that a spectrum iq infusion pump alarmed air in line when pressure was applied to door and did not stop until unit is unplugged. This occurred during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. Additional information h11: during evaluation, a "close door" alarm occurred. Inspection of the device found that the upper door hook as not engaging with the latch pin. The cause was identified to be the door hook and the door hook and latch pins require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.